Event description:
Patient was administered subcutaneous heparin injection. The nurse noted the needle was not attached to the carpuject when the device was withdrawn. The needle remained in the patient. The needle was successfully pulled from the patient without injury. Nursing reports that there have been problems with the bd needles remaining attached to the hospira heparin units.